Event description:
It was reported that during a gastrectomy, the hand switch did not return to the home position after it was pressed and the device continued to be activated. An actuation sound was heard without touching the hand switch. The doctor said that he powered off by some means such as pulling the hand switch manually. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. The device was disassembled and no anomalies were found with the activation of the device. Additionally the button assembly was disassembled and inspected for evidence associated with switch button non functional and no anomalies were found. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.